Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2026, at an unspecified time prior to hospital arrival, the patient reported that her cgm displayed a glucose reading of 83 mg/dl. In response, the patient consumed sugar, stating this was her usual practice when cgm readings fall below 100 mg/dl. Upon arrival at the hospital, blood glucose testing performed via laboratory analysis or bg meter reportedly indicated a value greater than 800 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU), where she was treated for approximately three to four days. During the hospitalization, the patient reported receiving multiple concurrent treatments, described as ¿eight bags going¿; however, specific medications or therapies could not be confirmed. The patient was discharged on an unspecified date. Attempts to obtain additional details regarding the event, treatment, or outcomes were unsuccessful, as the patient declined to provide further information and disconnected the call after replacement sensor options were discussed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.